Event description:
It was reported that the ilet user¿s caregiver contacted support to complete a supply change after the user experienced elevated blood glucose; the caregiver stated the user had disconnected the infusion set for four hours before bed and did not reconnect, and the supply change was completed to resume insulin delivery. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included a missed insulin dose. Investigation included interviews with the caregiver and review and analysis of the information provided. Investigation of this case revealed no device malfunction, a usage problem related to an improper procedure, and involvement of the infusion set and cartridge components. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.